Event description:
It was reported that the insulin gauge on the customer's pump displayed a different amount than expected, with a discrepancy of more than 30 units on a previous day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was advised by technical support to call back for further troubleshooting if the issue recurs. An email with links to cartridge load resources was also requested by the customer.